Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor reset during incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting during incoming functionality testing. The last patient to use this monitor did not report any deficiencies.